Manufacturer narrative:
(B)(4) - zipper damage teeth broken. Eval: results: eval of the returned product found that on panel side d window, the zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer reported that the canopy has zipper damage, the teeth are broken on the end head panel. There was no pt incident or injury reported. Inspection of the returned product found that on the panel side d, the window zipper slider body is open and one element is missing.